Event description:
We have received a customer complaint with the description suggesting that maxi air has been involved with a reported incident. The incident took place during the demonstration of this device along with the maxi slide. The nurse, which was a volunteer for the transfer demonstration, has been moved from the stretcher to the exam table. According to the staff working at the place, the exam table (the receiving surface) was fixed and could not move. One person was standing at the foot end of the device and the other was at the head of the device. The first transfer (with a maxi-slide) went well, however during the second transfer (with a maxi air) the exam table moved itself, creating a gap between the stretcher and the table and allowing the volunteer to fall between both surfaces. As an outcome of this event, the lady bumped her head and bruised her arm. After the incident it appeared that the exam table was not a fixed one but it can swivels like a pendulum. Also, no fault with the maxi air has been found. MFR# 9611530-2013-00152.